Manufacturer narrative:
The results of the investigation are pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the initial implant procedure was on (B)(6) 2022 during which a total wrist fusion plate was used to fuse the patient's wrist. The implant procedure went well. After a couple of months, the plate came off the bone distally on the metacarpal (event date unknown). It was reported, by the time the plate was explanted, "it looked as if the 2.3mm hexalobe screw in the slotted hole has gone through the plate". The explant procedure occurred on (B)(6) 2022. This report is related to report number 3025141-2022-00201 which is for the plate involved in this event.

Manufacturer narrative:
No batch number was provided so a review of manufacturing and inspection records could not be performed. Part number 3004-23016 "2.3 mm x 16 mm hexalobe multiscrew" was returned for evaluation. The batch/lot number of the device could not be determined due to damage on the device. Portions of this screw had been damaged and/or destroyed (not returned, cannot examine). The total wrist fusion plate involved in this event was not returned. The evaluation performed was for the returned portion of the item. The returned part was examined with magnification which revealed: [head damage] all aspects of screw head feature were heavily mangled. Severe anodization damage, denting, scratching, deformation, and wear throughout the surface of the head as well as the edges of the drive feature extending into the drive feature were noted. Severe damage to edge of screw head had resulted in two parallel planes cutting out opposite sides of the head; this damage obscured the screw batch/lot number. [Locking thread damage] both turns of the locking thread had been shorn down nearly to the thread trough/root with limited thread remaining. Significant anodization loss (bare metal showing) was present across the full circumference of both turns of thread. The parallel plane cut-outs damaging the head also extended into the locking thread region. [Shaft thread damage] light anodization wear/damage near the screw tip was noted. The measured screw head flat-to-flat was 0.1025 inches at the worn portion. Details relevant to the initial implantation are sparse, and the noted plate was not returned; a complete review of the overall failure event cannot be performed as a result. Regarding the screw, the observed head damage was potentially consistent with shearing past two parallel planes (for example, potential pull-out or movement past parallel sides of a plate slot). However, no definitive conclusion on the observed phenomena can be made.